Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found sheared upon removing the cap. The following information was provided by the initial reporter: "customer states that iagbc 22 g was sheared when she first removed the cap. States this is not the first time this has happened."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found sheared upon removing the cap. The following information was provided by the initial reporter: "customer states that iagbc 22 g was sheared when she first removed the cap. States this is not the first time this has happened."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of a 22ga x 1.00in. Insyte autoguard bc unit. The photos display the unit without the needle cover and the tip of the needle is spearing through the catheter. The reported issue was confirmed. Bd could not determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.